Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a savion flx guidewire. The distal tip was bent. The polymer jacket distal end was detached 183.8 cm from the proximal end and it was not returned. The body of the guidewire was kinked approximately at 0.8 cm from the proximal end. No more visual damages were found in the device. Dimensional inspection was completed and the measured outer diameters were found to be within specification. Inspection of the remainder of the device presented no other damage or irregularities. E1: initial reporter phone: (B)(6).

Event description:
It was reported that the guidewire tip detached inside the patient. A savion flx guidewire was selected for use in the severely calcified and stenosed truncus. During the procedure, the guidewire was able to pass the first part of the stenosis, but it could not be moved further forward. As the physician was trying to pull it back, the tip of the guidewire detached. The guidewire body was removed from patient and the detached tip of the guidewire was left in the totally occluded portion of the lesion. The procedure was completed with another device. The patient experienced no complications and was stable post-procedure.

Manufacturer narrative:
(B)(6)/

Event description:
It was reported that the guidewire tip detached inside the patient. A savion flx guidewire was selected for use in the severely calcified and stenosed truncus. During the procedure, the guidewire was able to pass the first part of the stenosis, but it could not be moved further forward. As the physician was trying to pull it back, the tip of the guidewire detached. The guidewire body was removed from patient and the detached tip of the guidewire was left in the totally occluded portion of the lesion. The procedure was completed with another device. The patient experienced no complications and was stable post-procedure.